Event description:
It was reported by the customer that when the brake bar is in neutral, it becomes stuck and would not go into brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.